Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 6 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 6 samples and 1 photo for investigation. Visual examination of the samples and photo was performed and revealed an air bubble in the gel. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. Bd was able to confirm the customer¿s indicated failure mode: gel airbbubles-before use. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 6 tubes contained gel air bubbles. There was no health impact or consequences reported.